Event description:
The customer stated that she tested her blood glucose and received a reading of 390 mg/dl using her contour meter. She took 8 units of insulin and lost consciousness sometime later. The customer alleged that she came to on her own and waited for her husband to arrive home. Paramedics were called an hour later. The customer stated that paramedics tested her blood glucose at 20 mg/dl. She drank some juice and ate something in order to raise her blood glucose. Once paramedics received a blood glucose reading of 80 mg/dl, the customer was taken to the hospital. She was hospitalized from (B) (6) 2010 - (B) (6) 2010. The customer stated that she was treated with pain medication for injuries sustained in the fall and was also given IV glucose. The customer's control solution was expired, so troubleshooting was not possible.

Manufacturer narrative:
The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.